Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trauma was observed. The parent states that the child is not stable and had a fall between the previous and most recent checkup where the head was hit hard on the left side. The user removes the external device and has had attention problems in school for the past two weeks. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
Trauma was observed. The parent states that the child is not stable and had a fall between the previous and most recent checkup where he hit his head hard on the left side. The user removes the external device and has had attention problems in school for the past two weeks. Re-implantation is considered but a date for surgery has not yet been made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
A trauma was observed. In (B)(6) 2018 the parent reported that the child is not stable and had a fall between the previous and most recent check-up where he hit his head hard on the left side. The user started to remove the external device and had difficulty paying attention in school in the subsequent 2 weeks. The recipient was re-implanted.

Event description:
A trauma was observed. In (B)(6) 2018 the parent reported that the child is not stable and had a fall between the previous and most recent check-up where he hit his head hard on the left side. The user started to remove the external device and had difficulty paying attention in school in the subsequent 2 weeks. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.